Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event, operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported that a clutch plunger lever error occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that both tamper seals were broken and third party seals were present on the device. The top case had a crack by the handle, bottom case a crack by the l-bracket, and both plunger cases were cracked and chipped. There was evidence of the error or reported problem recorded in event history log. The reported problem was duplicated; found check clutch/plunger lever at occlusion test. The investigation found that normal wear was causing the clutch halves to slip on the lead screw, and that this was the cause of the reported problem. For corrective action the lead screw, clutch spring and both clutch halves were all replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 21-nov-2011 correction: d4: model number: 3500.